Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2018 with the following findings: the pump was confirmed to have a cracked battery compartment at the left side of the grip pad from the threads to the case seal. The battery cap was able to secure and power up the pump. A 12 hour duration test was completed with no power loss or rebooting duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.